Event description:
A malfunction with code malf 16 was reported, and the customer faced an issue with their pump. There was no adverse impact to the customer's blood glucose level, and it did not exceed 500 mg/dl. The pump was replaced to resolve the issue, and the customer reverted to an alternate method of insulin therapy.